Event description:
It was reported that there was high impedance and lead fracture. The lead was partially explanted, partially capped, and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; proximal segment returned and analyzed. Distal conductor blood/body fluid was present, there was a white substance in/on the outer insulation, and outer insulation cosmetic depression. The anchoring sleeve fixation site could not be determined.